Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/26/2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a of loss of connection. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of connection.

Manufacturer narrative:
(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. Previously, data was evaluated and it did not confirm the customer complaint, but there was a loss of connection found. The reported event pairing failed was not confirmed. The root cause could not be determined.